Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 2 years after the primary surgery, the surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 7 june 2022 lot 1906871: lot 1906871: (B)(4) items manufactured and released on 20-sep-2019. Expiration date: 2024-sep-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.